Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02799. It was reported the patient¿s scs system was not providing adequate relief. Field representative met with patient and diagnostics revealed high impedances. As a result, the patient had leads replaced. Postoperatively, therapy was restored.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-02799.